Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient complained the scs system implantable pulse generator had migrated laterally. Consequently, the generator was successfully replaced with a new one and moved medially.

Manufacturer narrative:
Corrections: h6 - health effect - impact code: in earlier report, code 4628 should also have been entered. H6 - type of investigation: in earlier report, code 4118 should have been entered. H6 - investigation findings: in earlier report, code 3233 should have been entered. H6 - investigation conclusions: in earlier report, code 11 should have been entered. H10 - additional narrative data: in earlier report, the following should also have been entered: ¿b3 - date of event¿ is estimated.

Event description:
Additional information was received that patient had a fall and ipg migration caused pain.